Manufacturer narrative:
A further review of this event was performed and identified a change in the MDR reportability pursuant to 21 cfr part 803. Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual inspection: unable to perform a visual inspection as the device was not returned. Functional/performance evaluation: unable to perform a functional/performance evaluation as the device was not returned. Medical records review: medical records were not provided. Image/photo review: no images or photos were provided. Conclusion: the device was not returned. Images were not provided. The complaint investigation is inconclusive for failure to advance. Labeling review: the current IFU (instructions for use) states: delivery of the denali filter through the introducer sheath is advance only. Retraction and twisting of the pusher during delivery could result in dislodgement of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer sheath. It is very important to maintain introducer patency with a saline flush to prevent occlusion of the introducer, which may interfere with delivery device advancement. Care should be taken to ensure the connection between the introducer sheath hub and the filter storage tube is tight; however, the use of excessive force which can cause slippage of the threads and/or breakage of the hub should be avoided. Do not deliver the filter by pushing it beyond the end of the introducer sheath. To achieve proper placement, unsheath the stationary filter by withdrawing the introducer sheath. Do not twist the pusher handle at anytime during this procedure. Directions for use: inspect the packaging to ensure that it has not been opened or damaged. Flush the introducer sheath intermittently by hand to maintain introducer sheath patency. Maintaining patency helps prevent clot from interfering with filter deployment. Flush the delivery device with saline through the tuohy-borst adapter. Attach the free end of the filter storage tube directly to the introducer sheath already in the vein. The introducer sheath and filter delivery system should be held in a straight line to minimize friction. Loosen the proximal end of the tuohy-borst adapter and advance the filter by moving the pusher forward through the introducer sheath. Do not twist or retract the pusher at anytime during the procedure. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a vena cava filter deployment procedure, resistance advancing the filter through the deployment sheath was experienced. The filter was not deployed; therefore, the filter system was exchanged for a new vena cava filter that was prepped and deployed successfully. There is no reported patient injury.